Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 6.3 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification and passed displacement test. Unit alarmed pump error 63 during self test and confirmed at the formatted history file due to with variable due to cold solder joint at the keypad assembly. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay. Unit received with faded serial number label.